Manufacturer narrative:
A field service engineer (fse) was dispatched who arrived at the site to address the reported event. Fse inspection revealed that the device pressure was 23 mpa. Fse identified a blockage from the I-6 line to the prefilter and also determined that the stator face and rotor seal were slightly clogged. The I-6 line was replaced and controls, along with several patient samples, successfully ran without errors. No further action was required by field service. The most probable cause of the reported event was due to an I-6 line clog. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer reported high pressure and gradient sensor errors with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.